Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed for potentially associated lots gd894170 and gd894014, and no issues were detected during the manufacturing of these batches. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy effluent, abdominal discomfort, stomach pain, fever, and chills. The pt was not hospitalized for the event. On an unreported date the pt received treatment for the peritonitis with gentamicin and cefazolin, ip, (doses, frequencies, and lots unknown). Concomitant therapy was not reported. The cause of the peritonitis was unknown. It was unknown if the pt was retrained in aseptic procedures for pd therapy. Pd therapy was ongoing. At the time of this report , the pt was recovering from the peritonitis. This is report 3 of 4 involved in this peritonitis event.